Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring (B)(6) 2011 and continued consistently up to (B)(6) 2011. A new pad pak was installed in (B)(4) 2011 and the device resumed to perform to specification up to (B)(4) 2012 when there was evidence the device started to switch itself on automatically. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. Pad pak (lot a1171) was found to have depleted in line with normal usage. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.